Event description:
It was reported that during an anterior cruciate ligament and meniscus repair procedure, t1 deployed normally, t2 would not deploy, when the needle was inserted through the meniscus. T1 & t2 left in joint, suture was tensioned leaving anchors away from articular cartilage in menisco-capsular junction. Upon attempting to remove the fast fix needle from the joint, t2 then pulled out of the needle, and surgeon pulled on free suture end to cinch down t1 & t2 the surgeon elected to leave t1 and t2 left in joint. The procedure was completed with a back up fastfix 360 and ultra. There was a 1 minute delay in completing the procedure.

Manufacturer narrative:
One fast-fix 360 curved needle delivery device was returned for evaluation. No suture or ts were returned. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).